Event description:
Patient was being lifted out of the whirlpool tub, he shifted his weight in the chair. The chair's seat belt slipped and pt. Fell into the bottom of tub. Patient is paralyzed on the left side of his body and was, therefore, unable to support his weight on the left leg. Patient was transported to the hospital per physician's orders as there was immediate swelling above the left knee. The x-ray report stated patient had fractured his distal left femurdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.